Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device came in for service and was repaired by technician. No further information is available. Placeholder.

Event description:
Customer reported the printer hangs. They indicated they have washed and sterilized the hand piece so many times and could not find any defect on the printer. The event is interpreted as "trigger hangs" (der drücker = handle, trigger, push-button, latch) this is report 1 of 1 for complaint (B)(4).